Manufacturer narrative:
Batch review performed on 02 march 2022: lot 2012762: (B)(4) items manufactured and released on 18-mar-2021. Expiration date: 2026-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs department: suspected early infection in rsa, 2 weeks after primary operation. Infection is a known possible adverse event following every surgery, including rsa's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional items involved in the event, batch review performed on 02 march 2022: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2104516. Lot 2104516: (B)(4) items manufactured and released on 22-nov-2021. Expiration date: 2026-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2115605. Lot 2115605: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed at about 2 weeks post primary for possible infection, because the wound was not closing properly. Liner, metaphysis and glenosphere revised successfully.

Event description:
Revision surgery performed at about 2 weeks post primary for infection (straphylcoccus epidermidis), because the wound was not closing properly. Liner, metaphysis and glenosphere revised successfully after wound cleaning.